Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardiac monitor was unable to be interrogated. Remote monitoring, in clinic programmer, and the patient's cell phone were all unable to connect. The physician elected to wait to see if the device will initiate communication again before replacing it. No further intervention was completed. There were no patient consequences.